Manufacturer narrative:
No patient information provided as no patient was involved in this event. No parts have been received by manufacturer. Event problem and evaluation: on (B)(6) 2016, a medtronic representative went to the site to test the equipment. Both fuses on the din rail blew, so the din rail was replaced with a new version. A system check-out was performed. The mechanical test, imaging test and safety inspection all passed; system was fully operational.

Event description:
A medtronic representative reported that the imaging system¿s mobile view station (mvs) would not boot and there was no line power light on the system. This issue occurred outside of surgery; no patient was present.